Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 06dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the volume of a v60 ventilator was inaccurate. It is unknown if the ventilator was in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 22jan2019. The customer conducted troubleshooting with technical support over the phone. Technical support advised the customer that the device is a pressure controlled unit and does not test for volume. Technical support recommended performing a full performance verification testing (pvt) sequence as outlined in the user manual. During follow up, the customer reported that the device failed the air flow accuracy test during pvt. Reportedly, the device displayed a measurement of 162 while set at 120, and displayed a measurement of 13 while set to 10. Technical support recommended that the customer replace the flow sensor assembly. Multiple attempts were made to retrieve the repair and patient involvement information; however, no response was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.